Event description:
It was reported that the patient didn¿t think their implantable neurostimulator (ins) was working. The patient fell on the escalator at the mall 1 week ago and their stimulation turned off after the fall. It was noted that yesterday the patient tried connecting to their ins with their patient programmer and it showed that stimulation was turned off. The patient called their manufacturer representative last night but had not heard back from them. It was reported that the patient pressed the on button and was now feeling stimulation and the lightning bolt was back on. The patient was wondering if the fall was what caused their stimulation to turn off as they did not press the stimulation off button. It was noted that the day after the fall the patient was very stiff.

Manufacturer narrative:
Concomitant products: product ID 3889-33, lot # va0dma1, implanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).